Manufacturer narrative:
The reported events of high capture threshold and low lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's right ventricular lead had a high capture threshold and low pacing impedance. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.